Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (lot #0209574297) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after the lead was taken out of its packaging, it would not feed through the cannula and "would not feed through the cannula easily." The lead was pulled out of the cannula at that time and was observed on a flat surface, where it was observed there was a noticeable and "clear kink" midway up the lead. It was noted that prior to opening the lead, the lead tip was checked by the physician and that" it was hard to check the lead prior to insertion through the packaging and the plastic cannula it was stored in." The lead bend was "observed after handling by theater staff" which was noted "could have had an impact" on the issue. Since the issue was noticed intraoperatively and prior to insertion, there was no patient contact with the lead and "no issue with the patient at all." The lead was replaced at that time and the issue was resolved. There were "no" surgical interventions planned or performed and the essential tremor patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.